Event description:
It was reported that during the attempted implant procedure, the sheath introducer kinked multiple times due to patient anatomy. Additionally, the physician used a different guide catheter to advance the lead; however, due to the size difference between the inner catheter and lead, slitting was not possible. It was also reported that the lead was damaged during insertion of the lead through the guide catheter. The lead was not used and a new lead with the same model number was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and revealed that the outer insulation was breached cut. It was noted that the proximal conductor was distorted, stretched, and had blood/body fluid (not obstructed). The outer insulation was cosmetic cut, there was blood in/on the helix/lobe mechanism, the lead was stretched and visual analysis showed the lead was damaged at implant.